Event description:
Alliance registry. It was reported that restenosis occurred. The patient presented with stable angina. The 100% stenosed target lesion was located in the mildly calcified proximal left coronary stem. Treatment with a 3.00 mm x 20.00 mm agent dcb was completed. Seven months later, revascularization was required. It was further reported that the patient originally had severe calcification and had undergone repeated percutaneous coronary interventions. Post agent dcb treatment, the patient complained of shortness of breath. Coronary angiogram was performed and a coronary artery bypass graft (CABG) was completed.

Event description:
Alliance registry. It was reported that restenosis occurred. The patient presented with stable angina. The 100% stenosed target lesion was located in the mildly calcified proximal left coronary stem. Treatment with 3.00 mm x 20.00 mm agent dcb was completed. Seven months later, revascularization was required.